Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on pink rubber. Peeled cement of light guide lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the transducer not working was due to a cut on pink rubber. Based on the results of the investigation, it is likely the following led to the malfunctions (cut on pink rubber and peeled cement of the light guide lens: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the transducer is not working for the ultrasound gastro videoscope, during reprocessing. There were no reports of patient involvement.